Manufacturer narrative:
Replacement of the probe and subsequent calibration on architect (B)(4) resolved the issue with no additional discrepant results reported. A review of the architect (B)(4) service history identified no contributing factors to the discrepant result nor did it identify additional occurrences of discrepant or erratic results for the instrument. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.269 ng/ml was generated for a patient (sid (B)(6)) on (B)(6) 2019. The sample was sent to another facility for testing and a negative result of <0.010 ng/ml was generated. The customer retested the sample and the architect stat troponin-I result was negative at 0.010 ng/ml. The customer reported two additional falsely elevated/positive architect stat troponin-I results on (B)(6) 2019. Sid (B)(6) initial result 0.034 ng/ml, repeat 0.019 ng/ml and sid (B)(6) initial result 0.043 ng/ml, repeat 0.032 ng/ml. The customer's normal range is 0.001 - 0.030 ng/ml. No adverse impact to patient management was reported.